Event description:
It was reported the patient could feel stimulation lightly and wanted to know if feeling stimulation would cause them to urinate more. It was noted the patient had the implant for too much pain and pressure on their bladder. It was stated that once in a while the patient would get the urge to go and it was ¿fake¿ and when they got to the bathroom none or hardly any urine would come out.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va00k0a, implanted: (B)(6) 2012, product type: lead. (B)(4).